Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an omnilink elite was successfully implanted in the left brachial artery fistula. Following, a non-abbott stent was implanted more proximal. An armada dilatation catheter advanced to the non-abbott stent without reported issue. During post dilatation, the balloon ruptured at 10 atmospheres (atm). The distal half of the balloon separated. The delivery system, containing the balloons proximal half, along with the balloons distal half, was retracted into the sheath with difficulty. All was removed from the anatomy. The physician is unsure why the armada dilatation balloon was difficult to remove. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided. Returned device analysis found that the balloon contained a radial rupture, however, had not separated into two pieces.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture and separation were confirmed. The difficulty removing could not be confirmed as the device was already compromised and separated. Based on visual and scanning electron microscope (sem) analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture and difficulty removing appear to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
The returned device analysis found the balloon was ruptured radially and separated circumferentially.